Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-00222.

Event description:
It was reported at the end of a diagnostic endobronchial ultrasound (ebus) procedure the balloon was no longer on the ultrasonic bronchofibervideoscope and fell off in the patient. The balloon was unable to be retrieved. An additional airway examination was done and there was no concern anything would happen. The patient was stable upon discharge from endoscopy.

Event description:
Information inadvertently left out: it was reported the condition of the patient was not impacted by the device malfunction. The reported problem has not affected the diagnostic or therapeutic outcome of the procedure. The balloon was applied to the tip of the scope by the endoscopy tech and was noted to be properly in place prior to the procedure. The duration of the procedure was not prolonged, and the anesthesia/sedation was not extended due to the device malfunction. Additional information received: it was reported that lubricant was added to the tip of the scope after the balloon was applied prior to the scope being inserted into the endotracheal tube for the procedure. The tech who applied the balloon did not use a balloon applicator and the endoscope looked in good condition prior to the procedure. The patient was sedated and intubated for the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (b5), to provide a correction to field (a1), and to provide additional information received through follow up (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device has not been returned, and the root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.